Event description:
Per (B)(6), "cannot retrieve specimen."

Manufacturer narrative:
Upon receipt, devices were contaminated. Probe was inserted, and we found it difficult to push out the specimen. With extra force, we removed the specimen, however, there was minimal specimen present. Bone fragments were found inside each of the snares causing the snare not to be able to move freely, and did not allow the specimen to enter into the cannula. Removing the stylet too early is the most likely cause of bone fragments entering the cannula and jamming the snare. We will communicate these findings with the customer via this corrective action.